Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type; lead. (B)(4).

Event description:
The consumer reported that they had an infection at the right lead site and the right lead was poking out of the surface of the skin at their scalp. The patient's device placement was occipital into the scalp. There were no falls or trauma reported with this event. These issues happened in (B)(6) 2015 and the patient had their lead replaced on (B)(6) 2015. The patient recovered completely after the revision. The patient was indicated for non-malignant pain.

Event description:
Additional information received from the consumer reported the patient had a surgery on (B)(6) 2015 and had a follow-up appointment scheduled for (B)(6) 2015. Surgery occurred to replace the "bad" lead. The issue was resolved.